Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to a gastrointestinal (gi) bleed secondary to an untreatable driveline exit site infection. Mycobacterium abscessus cultures were identified. There were no changes to patient condition or anticoagulation status that would have contributed to gi bleeding. The patient underwent several units of packed red blood cell (prbc) transfusion. The device operated as expected and was not considered to be related to the patient's death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to a gastrointestinal (gi) bleed secondary to an untreatable driveline exit site infection. Mycobacterium abscessus cultures were identified. There were no changes to patient condition or anticoagulation status that would have contributed to gi bleeding. The patient underwent several units of packed red blood cell (prbc) transfusion. The device operated as expected and was not considered to be related to the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. (B)(6) would reportedly not be returned for evaluation. The patient outcome was not considered to be device related, and it was reported that the device operated as expected. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death, driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.